Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that cathena 18gx1.25in winged bc catheter is having difficult threading. This was discovered during use. The following information was provided by the initial reporter: material no: 386808 batch no: unknown. It was reported that the catheter is difficult to thread and difficult to screw onto luer lock.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated, as the lot number is unknown. Though an investigation by the manufacturing plant could not be done, sales and marketing did reach out to the customer. During the discussion, it was concluded that there was a lack of understanding of the new product due to lack of training provided. This is a result of covid-19 as they were not allowed to enter the hospital.

Event description:
It was reported that cathena 18gx1.25in winged bc catheter is having difficult threading. This was discovered during use. The following information was provided by the initial reporter: material no: 386808 batch no: unknown. It was reported that the catheter is difficult to thread and difficult to screw onto luer lock.